Event description:
A malfunction with code 16 was reported by a customer, with no notable events occurring prior to the issue. There was no reported impact on the customer's blood glucose level. The customer was instructed by technical support to switch to an alternative insulin delivery method known as multiple daily injections (mdi) while awaiting a replacement pump. The pump was confirmed to be under warranty, and arrangements were made for its return, including instructions on placing it into storage mode and using a pre-paid label for shipping within ten days.